Event description:
Glidescope bflex used for a bedside bronchoscopy in the cvicu. The tip of the disposable device was not examined after procedure and before discarding. 12 days later, patient was coughing and "coughed up piece of device" (light source). Post-procedural x-ray did show device but was not resulted by the radiologist.